Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information, the reported suture separation could not be confirmed. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the aaa procedure was completed. Reportedly, the knot of the first pre-placed prostyle was advanced successfully; however, a suture break occurred when advancing the knot of the second one (and the knot came apart). Hemostasis was achieved with the sutures of the one pre-placed prostyle that the knot was able to be successfully advanced on. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.